Event description:
It was reported that customer initially did not see drops of insulin at end of tubing during fill step of load process. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, customer did not treat high bg but "was going to bolus via the pump". Customer had not filled enough insulin in the tubing, they continued to fill tubing and were able to resume insulin.